Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a consumer. The patient stated that the catheter was blocked so she used a PICC line until the catheter was replaced. The catheter revision/replacement took place on (B)(6) 2015. The issue was resolved.

Manufacturer narrative:
A corrective MDR was submitted to report correction number z-1151-2008 was applied to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via service request regarding a 52 year old female patient who previously received morphine (unknown) 40mg/ml at 9.066mg/day between (B)(6) 2014 and now received saline (preservative free normal saline, phosphate buffered saline) via an implanted infusion pump. The patient also received dilaudid. The patient's medical history included arachnoiditis, dld (dihydrolipoamide dehydrogenase deficiency), dcd (dyspraxia/developmental coordination disorder), neuropathy, and an allergy to percocet. The indications for use for the infusion system was noted as rsd (reflex sympathetic dystrophy syndrome)-lower radiculitis, non-malignant pain, and chronic low back pain. On (B)(6) 2015 the reporter stated that the pump started shutting down 14 months after implant in (B)(6) 2014. A granuloma was present blocked down the granuloma on the catheter tip. The patient was in and out of the hospital in (B)(6) 2014 because the medicines weren't working, treatment wasn't working, and she was in so much pain so they finally sent in home. The patient was seen by the healthcare provider (hcp) for increased pain and difficulty with ambulation. The morphine was removed from the pump on (B)(6) 2014 and refilled with normal saline. Since (B)(6) the patient had an IV (intravenous medication). The pump remained implanted but not used; the granuloma was still present at the most recent MRI (magnetic resonance imaging). The patient would require a catheter revision. The hcp noted that the cause of the pump shutting down was not determined (he could only assume). Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent.